Manufacturer narrative:
(B)(4). A detailed evaluation was performed on the returned device. That evaluation suggested that the device operated with specifications. The seat rails were not bent, the chair folded/unfolded correctly, and the seat rails fit into the h-blocks as intended.

Event description:
Customer has trsx5 chairs, which they are claiming have a malfunction because the h block with socket cup is being easily broken. When they unfold the chairs to use them, the seat is not locking into the little "c" plastic clips that are there to hold it into place. Because of this, when the resident sits in the chair, it sinks down and tries to fold back up on them. Sent qty 3 h block with socket cups on goodwill order as a courtesy to remedy the situation, but it did not work. He said they had one resident who had to get stitches in their finger because of it folding up while they were trying to get up.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
Customer has trsx5 chairs, which they are claiming have a malfunction because the h block with socket cup is being easily broken. When they unfold the chairs to use them, the seat is not locking into the little 'c' plastic clips that are there to hold it into place. Because of this, when the resident sits in the chair, it sinks down and tries to fold back up on them. Sent qty 3 h block with socket cups on goodwill order as a courtesy to remedy the situation, but it did not work. He said they had one resident who had to get stitches in their finger because of it folding up while they were trying to get up.